Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). The lead and device were programmed off at the patient's request. Approximately 10 years later, the physician wanted the implantable cardioverter defibrillator (ICD) turned back on because the patient's condition was worsening. The device was unable to be interrogated. The device was explanted and replaced. The lead tested fine in the new device and remains in use. No further patient complications have been reported as a result of this event.